Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 13 atmospheres, the balloon rupture. The procedure was completed with a different device. No patient serious injury nor complications were reported.